Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ventral hernia repair. According to the reporter: the pt had the mesh pull out on his right side and along the seem of the mesh, a hole formed and bowel became incarcerated and needed to be surgically removed and the mesh was then re-sutured into place. He had to return to surgery 6 days post-operatively and have his bowel removed from the mesh and have the mesh re-sutured into place. Many possible reasons for this happening but 1 mentioned in the room by the surgeon were, profuse vomiting by the pt. Second surgery to reduce incarceration and re-suture the mesh back into place. About a 2 hours surgery. Hospitalized.